Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient notifier alert showed the high voltage lead impedance was out of range. The physician opened the pocket and re-tightened the screws and checked the integrity of the lead. The impedance issue was resolved. The physician alleges that the event was caused by the improper tightening of the rv screw. The device and leads remain implanted.